Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) found the level sensor was beeping intermittently. Fsr replaced the level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the sensor functioned as intended. While the sensor was secured to the reservoir simulator, no unexpected alerts occurred. Low level, sensor detached, and sensor disconnected alerts all occur only when expected. No unexpected alerts occurred during evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level module was beeping intermittently. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.